Event description:
Customer reported an unexpected negative reaction when testing a sample with capture-r ready-screen 3 (crrs 3) on the echo. Repeat testing with a new sample from the same patient resulted positive.

Manufacturer narrative:
Review of result images: crrs3 initial testing: the sample was 1+ positive for cell 3 (heterozygous for k). All other cells were negative. Cell 3 was the only k positive cell on the screen. The positive control well was given a 4+ interpretation. Crrs 3 repeat testing with new sample from same patient: the sample was negative for all 3 screening cells and visually all three screening cells appear negative. Cell 3 is heterozygous for k all other cells are k negative. A service call was made. Tubing from the probe assembly was clogged with red blood cell matter. Replaced probe assembly. Primed and aligned probe assembly and re-tested samples. All 3 samples now resulted as expected.